Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headache"), migraine ("migraines/headaches"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have uterine leiomyoma ("tumor/teratoma/cancer type: submucosal fibroids"). The patient was treated with surgery (hysterectomy (full)/total laparoscopic hysterectomy). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the pelvic pain, migraine and uterine leiomyoma outcome was unknown, the dysmenorrhoea, headache, fatigue and gastrointestinal disorder was resolving and the alopecia had resolved. The reporter considered alopecia, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, migraine, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: date(s) of insertion: 2010 discrepancy noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received. The case was upgraded to incident. New events: migraines, dysmenorrhea (cramping), fatigue, hair loss, pain, sub mucosal fibroids, headache, essure confirmation test not done were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and medical device monitoring error "novasure endometrial ablation". The patient's medical history included cervix inflammation, adenomyosis, menometrorrhagia, multiparous, menorrhagia, perineal pain and cystoscopy. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headache"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: submucosal fibroids"). The patient was treated with surgery (hysterectomy (full)/ total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and uterine leiomyoma outcome was unknown, the dysmenorrhoea, headache, fatigue and gastrointestinal disorder was resolving and the alopecia had resolved. The reporter considered alopecia, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, migraine, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: date(s) of insertion: 2010 discrepancy noted,(B)(6) 2009 as per mr discrepancy noted : essure removal date as per mr is (B)(6) 2018. After insertion, there were 2 coils on right and 4 coils visible on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and medical device monitoring error "novasure endometrial ablation". The patient's medical history included cervix inflammation, adenomyosis, menometrorrhagia, multiparous, menorrhagia, perineal pain and cystoscopy. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headache"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: submucosal fibroids"). The patient was treated with surgery (hysterectomy (full)/ total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and uterine leiomyoma outcome was unknown, the dysmenorrhoea, headache, fatigue and gastrointestinal disorder was resolving and the alopecia had resolved. The reporter considered alopecia, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, migraine, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: date(s) of insertion: 2010 discrepancy noted,(B)(6) 2009 as per mr discrepancy noted : essure removal date as per mr is (B)(6) 2018. After insertion, there were 2 coils on right and 4 coils visible on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received: event novasure endometrial ablation performed on the same day of essure insertion added. Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.